Manufacturer narrative:
Additional information in g6: type of report and h2: if follow-up, what type. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is complaining of swelling of the arm in three hours. The patient stated that she had edema in her arm. She was having a lot of pain, her incisions are very red, and she is sensitive to things.

Manufacturer narrative:
Corrections - b4: date of this report added, d2: common device name, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: patient code, device code, impact code, component code additional information - a: patient identifier, d4: serial number, d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6:method, results, h10: additional narrative, h11 the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6)received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 22 hours and was used for 3 days. Review of the DHR indicates that the unit was manufactured on may 4, 2023. No abnormal conditions were reported. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on(B)(6) 2025 and tf0804.d06 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of (B)(6), 2024. The failure was not confirmed for the reported condition of "swelling in the arm just three hours after using the device." While using her bone stimulator and then saw a blister". The controller was tested and operates as intended. Review of complaint history identified (10) total complaints from ((B)(6)2022) to ((B)(6)2023) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is complaining of swelling of the arm in three hours. The patient stated that she had edema in her arm. She was having a lot of pain, her incisions are very red, and she is sensitive to things. It was later reported that the patient was switched to an orthopak device.

Manufacturer narrative:
Zimvie complaint: (B)(4). B3: date of event: the event occurred sometime on (B)(6) 2023. D11: medical product: unknown d11: therapy date: unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is complaining of swelling of the arm in three hours. The patient stated that she had edema in her arm. She was having a lot of pain, her incisions are very red, and she is sensitive to things.

Event description:
It was reported that the patient is complaining of swelling of the arm in three hours. The patient stated that she had edema in her arm. She was having a lot of pain, her incisions are very red, and she is sensitive to things. It was later reported that the patient was switched to an orthopak device.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, d8b: device available for evaluation h5: labeled for single use, h6: component code, evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.